Event description:
Newlife 8.4 liter oxygen concentrator started on fire in a pt's home. The pt was not harmed. The pt was not connected to the oxygen tubing at the time and was located in another room of his apartment. Pt was alerted and found the concentrator on fire. He responded by pouring water on the concentrator without any change noted. He then unplugged the unit and was able to get it outside and called 911. The electrical cord remains intact. Dates of use: 28,000 hours. Diagnosis or reason for use: copd/nip. Event abated after use: yes.